Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime / a33 and excessive no delivery test. Pump received with broken reservoir tube lip, missing reservoir tube o-ring.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks at reservoir compartment. Customer does not know how damage occurred. Customer's blood glucose was 176 mg/dl. Customer was advised that insulin pump would need to be replaced. Customer also reports to have had high blood glucose of 300 mg/dl, but was able to resolve with infusion set change; customer declined troubleshooting for high blood glucose. No further information provided.